Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2021. During the procedure, the spyscope ds ii would not show a picture after plugging it into the processor. The three dots kept displaying on the screen. They opened a second spyscope ds ii and the same problem occurred. The physician placed a stent in the patient and plans to reschedule the procedure on a later date to complete the spyglass cholangioscopy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.